Manufacturer narrative:
The customer's weight information has been updated which was not available with the initial report. The information has been included with this report. (B)(4).

Event description:
The customer does not know the weight information.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that the customer was experienced high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was close to 500 mg/dl. The customer was experienced symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. The customer treated high blood glucose with bolus for high blood glucose level. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that the clip was fell off of insulin pump. Customer stated that blood glucose went down to 99 mg/dl. The insulin pump will not be returned for analysis.